Event description:
Reverse shoulder arthroplasty or nothing for patients with displaced proximal humeral fractures: a randomized controlled trial. The aim of this study is to compare the functional results of 5 reverse shoulder arthroplasty with those of nonsurgical treatment in patients with 6 displaced proximal humeral fractures. Between october 2015 and july 2021, a total of 81 patients who underwent surgical treatment or nonoperative treatment, while 66 patients completed the 1-year follow-up evaluation while using 5 ethibond (ethicon). Reported complications are: n=1; acute periprosthetic joint infection. Treatment: reintervention that consisted of débridement, antibiotic use, and implant retention. N=1; axillary nerve injury postoperatively. Treatment: not mentioned. In conclusion, participants presenting a displaced proximal humeral fracture allocated to the rsa group obtained better outcomes than those assigned to nonoperative treatment. However, the benefit was unlikely to be perceived by participants. The risk of presenting a poor outcome based on the adjusted constant-murley score was higher in the nonoperative group.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6: component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: j shoulder elbow surg. 2024 oct;33(10):2187-2195. Doi: 10.1016/j.jse.2024.02.023. Epub 2024 mar 26. Pmid: 38548095. Https://doi.org/10.1016/j.jse.2024.02.023.